Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 12, 2023.

Manufacturer narrative:
This report is submitted on nov 9, 2023.

Event description:
Per the surgeon, at the initial implantation there was a tip fold-over (found by x-ray imaging the day after). The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.